Event description:
Boston scientific crm received information that this patient was experiencing syncopal episodes. The caller stated that pauses in pacing were noted while the system was being monitored. The caller was requesting device interrogation by a boston scientific crm representative.

Manufacturer narrative:
Efforts to obtain additional event information were unsuccessful. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted eight months later due to patient condition. Upon receipt in our post market quality assurance laboratory, testing determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This behavior does not have any impact on the therapy provided to the patient as it only occurs prior to lead attachment.